Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Lens was exchanged with a longer length lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).